Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential root cause for this failure mode could be kink inlet tube/no air vent/design issue. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions for use (23) avoid force on the connecting parts as they may be accidentally disconnect due to the weight of the drainage bag etc. And may cause urine spill."

Event description:
It was reported that the urine did not flow properly from the inlet tube into the drain bag meter on the second day after placement. The patient complained of abdominal pain. The user tried to move the tube but was concerned due to the patients complaint of pain. So far there were about 30 such events. Per additional information from the ibc via email on 26feb2020, after the drain bag was replaced the urine flowed freely and the patient had no more pain. There was no further medical intervention required.